Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, lot# n274706011, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 1,000 mcg/ml gablofen at a dose of 50 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had elective pump replacement on (B)(6) 2017 in which they upsized from a 20 ml to a 40 ml intrathecal infusion pump. When the pump was removed from the pocket, the surgeon noticed that the entire catheter was in the pump pocket. Measured and confirmed with documented length at pump interrogation. Fluoroscopy confirmed that no catheter was in the spine. The managing doctor reported that she recently picked up this patient's care and that the patient's dose was increasing and patient was not getting comparable desired effect. The managing doctor was suspicious and wanted to check catheter patency at time of pump replacement. Patient described no symptoms of withdrawal in the pre-op area or per managing doctor in previous clinic visit. The increasing dose of baclofen without change in effect have led or contributed to the issue. In the operating room it was determined that the catheter had been pulled back completely into the pump pocket. The patient's intrathecal catheter was replaced. Cerebrospinal fluid (csf) was documented prior to connecting catheter to the patient's new pump. The managing doctor decided to re-titrate patient with her baclofen and started at a much lower dose. The patient was to be monitored in the hospital for a minimum of 24 hours. The issue was resolved at the time of this report, patient's status was "alive - no injury" and no further complications were expected or anticipated. The old catheter was discarded/disposed of after being measured. The pump would not be returned to the manufacturer as it was sent to pathology at replacement facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.